Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007- MRI spinal cord dorsal- herniated l5 s1 radiculopathy and incontinence. There is a small central and right paracentral spur and disc protrusion and mild disc space narrowing at t7-t8. No other abnormality. No cord lesion. Ion (B)(6) 2007 CT- lumbar spine ¿ comparison to MRI of (B)(6) 2007 but no MRI record for that date provided. Bilateral l5-s1 spondylolysis and spondylolisthesis, no lumbar disc herniation demonstrated. On (B)(6) 2007 new patient information sheet- current medications: trazodone, zanax, geodon, nuvigil. On (B)(6) 2007 follow-up visit- history- saw patient 1 week ago when hospitalized for radicular pain. Patient reports most of radicular symptoms in leg have resolved as has bladder incontinence. Severe activity limiting back pain that does not radiate continues. Patient reported obtaining a second opinion regarding surgery from a doctor who agreed any surgical attempt to alleviate her problem would require a laminectomy and fusion. Physical exam-difficult to stand upright because of back pain, but can stand and walk. Reflexes are diminished bilaterally at ankles. Straight leg raise positive on left, negative on right. MRI and CT reviewed indicates grade l/ll spondylolisthesis secondary to spondylolysis at l5 causing severe lateral recess and mild central stenosis. Severe modic endplate changes and total disc space collapse at l5-s1 level. Assessment: medically intractable back pain secondary to spondylolysis and grade l/ll spondylolisthesis. Date unknown- fitness for duty certification- date of injury =(B)(6) 2007, may return to restricted duty- (B)(6) 2007, date of scheduled surgery- (B)(6) 2007. Ion (B)(6) 2007- somatosensory and evoked potential evaluation to assess nerve function of femoral, peroneal and posterior tibial responses. Nerve root function assess by dermatomal somatosensory evoked potentials from peripheral stimulation of the l3, l4, l5 and s1 dermatomal distributions bilaterally. Significant evidence of conduction delay was replicated from the left s1 (55.4ms/2.5sd left) dermatomal responses. L3, l4 l5 dermatomal and mixed nerve responses= normal bilaterally. On (B)(6) 2007 hematology, chemistry, urinalysis, hcg, coagulation, endocrine function-tumor markers (B)(6) 2007- x-ray lumbar spine- grade 2 spondylolisthesis at l5-s1 related to bilateral spondylolysis at l5 without instability, narrowing of the l5-s1 disc space. On (B)(6) 2007 history and physical- admitting diagnosis- medically intractable back pain secondary to spondylolysis and grade l/ll spondylolisthesis. Exam normal except- difficult for her to stand straight upright without back pain., diminished reflexes at achilles bilaterally. Straight leg raise positive on left negative on right. On (B)(6) 2007- operative note- pre and postoperative diagnosis- grade ll spondylolisthesis with spinal stenosis and medically intractable back and radicular leg pain. Procedure: gill type laminectomy l5. Bilateral pedicle screw insertion l5 and s1, reduction of spondylolisthesis l5 on s1 using aesculap spondylolisthesis reduction jig, inner body arthrodesis using peek anterior cage, bmp sponge and autograft bone grafting, continuous intraoperative somatosensory and evoked potential monitoring, electromyogram monitoring. 2 grams of ancef and 125mg hydrocortisone were given for surgical prophylaxis. Gill fragment from the spondylolisthetic defect of l5 identified and removed. On left side the neural foramen was completely decompressed. L5 and s1 nerve roots were completely decompressed on the left side. Due to severe disk space collapse and anterolisthesis of l5 and s1 it was very difficult to enter the disk space. Attempts to release the disk space were unsuccessful and it was decided to proceed with the spondylolisthesis reduction. L5 pedicle screws placed (two-7.0x45mm) and s1 pedicle screws placed (two 7.0x30mm). Sequential fluoroscopic guidance was used during anatomic reduction of spondylolisthesis at l5 using a reduction jig. After this it was significantly easier to enter the disk space and radical discectomy was performed from the left side, removing as much cartilaginous end plate at l5 and s1 as possible. An 8mm oblique curvilinear peek cage was selected. The disk space was then packed with autograft bone and the periphery of the disk was lined with bmp soaked sponges. Two bmp soaked sponges were placed into the tarsus of the peek cage. Cage was then placed, 4cm rods were then placed and locked on right and left. Final fluoroscopic images showed excellent position if the inner body graft in the midline and all 4 pedicle screws. No new conduction delays were noted and s1 nerve rood on left side showed improvement. There were no apparent complications. On (B)(6) 2007 discharge summary- postoperatively, the patient was ambulating by day 1, converted to oral pain medication by day 2. Discharged day 2. On (B)(6) 2007- x-ray lumbar spine. Intraoperative control images obtained during l5-s1 fusion. On (B)(6) 2007- pathology- disc- reactive and degenerative features, fibrohyaline cartilage. Bone and soft tissues designated as lamina- fragments of bone. On (B)(6) 2007- x-ray lumbar spine- post fusion. Recent l5/s1 fusion posterior pedicle screw and rod fusion with laminectomy. Residual grade 1 anterior listhesis of l5 on s1 which is unchanged from intraoperative exam. Surgical drain and skin staples remain in place. Upper lumbar spine is unremarkable. On (B)(6) 2007- CT scan lumbar spine- interval fusion l5-s1 with prosthetic disc present. There is overall improvement with reduction in the degree of disc space narrowing anterolisthesis as described. Laminectomy changes with surgical drain in place and subcutaneous air noted. On (B)(6) 2007- follow-up- post fusion. Patient stated that the back pain she has had since 1985 has been totally alleviated. Pain currently experiencing is different type of incisional pain which is improving but still requires norco -two tablets four times daily. Valium one to two tablets two to three times a day. Denies significant radiating pain or parasthesias in her leg. Exam- wearing her aspen brace. Can stand and walk without problems. Wound well healed, staples removed. No neurologic exam done. Postoperative x-rays reviewed compared to preoperative x-rays. Assessment- making a nice recovery, refill norco and valium, discussed weaning schedule for the next month. On (B)(6) 2007-xray-lumbar-much improved appearance of lumbar spine; still approximately 5mm of anterolisthesis of l5 on s1 improved compared with earlier study at which time there was approximately 2 centimeters. Mild degenerative disc disease l4-l5 noted. On (B)(6) 2007- follow-up- patient states back and leg pain dramatically improved since surgery to the point where all over the counter or prescription pain medications have been discontinued. Continues to have some numbness along the lateral aspect of her left foot which is improving. Denies radiating pain. Exam- wound well healed, no erythema or fluctuance, no pain on palpation. Neurological exam is normal strength and sensation except slightly diminished to light touch in the left s1 pattern. Return to light duty work approved. On (B)(6) 2007- x-ray lumbar- stable appearance to posterior spinal fusion of the l5-s1 level. No bony erosion is seen involving the inferior endplate of the l5 level of the superior endplate of the s1 level. On (B)(6) 2007- patient states she is off all pain medication and is essentially having no back or leg pain. She does note after sitting at work her back bothers her but that pain is generally alleviated by getting up and stretching. Exam- normal. X-ray reviewed- evidence of fusion interbody at l5-s1 level with no change in position of the cage or screw instrumentation. Discontinue wearing back brace and begin physical therapy. Full work release without restrictions. On (B)(6) 2007- lumbar x-ray- compared to (B)(6) 2007- stable examination. Grade 1 anterolisthesis at l5/s1 level is stable. Mild degenerative changes at l5-s1. On (B)(6) 2007- follow-up- patient states- she is back to work full time and is not having any difficulty. She reported she slipped and fell down some stairs at home earlier in (B)(6) and had a couple of days of back pain but this has resolved. Denies any current back or leg pain. Exam-normal. X-ray reviewed- showed evidence of solid interbody arthrodesis with no change in position of implants, screws or rods. On (B)(6) 2008- x-ray-lumbar-stable appearing posterior fusion at l5-s1. Mild grade 1 spondylolisthesis at l5-s1 which is unchanged from (B)(6) 2007. Remainder of spine is unremarkable. On (B)(6) 2008- follow-up 1 year post fusion- reports experiencing some low back pain on a daily basis starting last fall. She controls the pain with activity modification and excedrin- 2-4 tablets daily. Denies: pain radiating into legs, buttock pain, numbness, tingling or weakness. Pain is actually above the level where she was having pain previously. Exam-normal. X-ray reviewed- compared to fall 2007. Ongoing evidence of solid interbody fusion with no change in position of the instrumentation. Some degenerative changes at l4-l5 level and a little bit of facet widening noted at this level. Assessment- status post lumbar fusion with ¿know¿ evidence of recurrent back pain. This may be related to adjacent segment disease and I have suggested that as long as we can continue to manage it medically no further intervention is recommended. Consider further workup if not managed medically. Oin (B)(6) 2008- postoperative diagnosis- left knee chronic anterior cruciate ligament tear, medial and lateral meniscus tears, lateral patellar tilt/subluxation. Procedure- left knee arthroscopically assisted anterior cruciate ligament reconstruction using bone-patella-tendon-bone autograft, partial medial and partial lateral meniscectomy, arthroscopic lateral patellar release. No complications. On (B)(6) 2010- follow-up- almost 2 years since last visit. States she has increasing back pain since last visit in (B)(6) 2008. Takes 8-10 advil and 8-10 excedrin migraine pills a day. Denies that pain radiates into legs, but states she has some numbness and tingling in left foot that comes and goes. Exam- direct motor testing shows some weakness of her both dorsiflexion and plantar flexion strength of left foot, normal on right. Sensory exam is grossly intact to light touch. Reflexes are symmetrically diminished at both patella and achilles. X-rays reviewed- progressive degenerative changes at the l4-5 level adjacent to her prior solid fusion at the l5-s1 level. Assessment- status post lumbar fusion for lytid spondylolisthesis with progressively worsening back pain and degenerative adjacent segment disease. On (B)(6) 2010- x-ray ¿ lumbar- stable no new abnormality. On (B)(6) 2010- MRI lumbar with and without gadolinium- impression- postsurgical fusion changes l5-s1. There are changes of degenerative arthritis at l4-l5 with concentric disc bulge likely accompanied by marginal spur and there are posterior facet arthritic changes. There is mild multifactorial degenerative narrowing of the central spinal canalat l4-l5. No disc protrusion here. There is some degenerative encroachment of the bilateral neural foramina at l4-l5. The remainder the lumbar spinal canal is patent. No disc protrusion throughout the conus medullaris is normal. On (B)(6) 2010-CT lumbar spine- impression- left lateral disc extrusion at l4-l5 which may be impinging upon the exiting left l5 nerve root. On (B)(6) 2010- follow-up for review of MRI and CT studies. As I suspected, she has developed a transition syndrome with disc degeneration and bulging greater on the left than on the right at the l4-5 level. Prior l5 decompression and fusion appears to be solid. Patient is not interested in pursuing any conservative treatment such as epidural injections, nerve root blocks or medical management. Would like to proceed with revision laminectomy and fusion extension at l4-l5 level. On (B)(6) 2010- family and medical leave paperwork- for leave post surgery. On (B)(6) 2010-lab work- chemistry, cholesterol, hematology and coagulation, urinalysis-slightly abnormal . Ion (B)(6) 2010- unable to return to work letter, surgery scheduled (B)(6) 2010. On (B)(6) 2010- unscheduled visit- patient reports worsening of left leg symptoms specifically numbness, now extends up above her knee and into thigh region and is aggravated by work. MRI reviewed again. Plan to move up surgery date, discontinue work, start medrol dosepak. On (B)(6) 2010- preoperative history and physical- history- prior l5s1 fusion. Increasing low back pain with left leg numbness that has been progressively worsening over last 2 years. Denies radiation of pain into legs but has increasing numbness in left leg up to thigh and left foot. Left knee surgery. Medications: trazodone, geodon 160mg at night, nuvigil 250mg in the morning and xanax 2mg at bedtime. Exam- direct motor testing show some weakness of her dorsiflexors and plantar flexors. Impression- status post lumbar fusion for lytic spondylosis with progressively worsening low back pain and degenerative adjacent segment disease. On (B)(6) 2010- pre and postoperative diagnosis- spinal stenosis secondary to adjacent level degeneration, prior l5-s1 instrumented spinal fusion. Procedures performed- exploration l5-s1 fusion, removal l5-s1 instrumentation, revision laminectomy l4-l5, interbody arthrodesis l4-l5 with expandable staxx 26mm cage, posterolateral arthrodesis l4-l5 with trinity evolution and autograft bone grafting. Depuy pedicle screw instrumentation at l4 and l5. Continuous somatosensory and evoked potential monitoring, electromyogram monitoring, loupe magnification microdissection technique. Two grams ancef given for prophylaxis. Prior instrumentation was visualized, inspected and fusion inspected and found to be solid. Current rods removed. Screws placed in l4. L5 screws removed, there was excellent bone purchase without any evidence of loosening. Same size screws were replaced from the depuy system. S1 screws removed. L4 lamina removed. Completed facetectomy performed on the left. Radical discectomy performed. Anterior disk space at the l4-l5 level was then packed with 5ml of trinity evolution and the staxx 26mm cage then placed in an oblique fashion. Cage was expanded to 11mm height with fluoroscopic guidance. Transverse processes were decorticated as well as the facet joints and lateral pars interarticularis bilaterally. Trinity evolution was mixed with the morselized autograft bone from the revision laminectomy, and the remainder of this was packed of the posterior lateral gutters bilaterally spanning l4 and l5. Expedium plating system was secured. Final fluoroscopic image showed excellent positon of the instrumentation spanning the l4-l5 level. No apparent complications. On (B)(6) 2010-x-ray lumbar fluoroscopic guidance for purpose of localization and control. On (B)(6) 2010 intraoperative neurophysiologic monitoring- free running electromyogram showed no significant pathologic firings throughout the procedure, l4 and l5 pedicle screw stimulation up to 10.4ma showed no evidence of current abroachment, baseline recordings showed reproducible responses after stimulation of the bilateral ulnar and posterior tibialis nerves. No significant intraoperative change was replicated in these responses at time of closure. On (B)(6) 2010- pathology- and new screws placed at the l4-l5 level. No subluxation. On (B)(6) 2010 neurosurgery progress note- handwritten- not legible. Oin (B)(6) 2010- x-ray- lumbar- stable exam. On (B)(6) 2010 discharge summary- removal of l5-s1 instrumentation and l4-l5 fusion. Provided aspen low-profile lso brace and was able to ambulate with physical therapy. Discharge postoperative day 3 on norco and preoperative medications. On (B)(6) 2010-follow-up postoperative ¿ states left leg symptoms have dramatically improved but she has been having right hip pain, denies right hip pain extends down to right leg or foot. Denies parasthesias. Exam; wound well healed without erythema or fluctuance and nontender. Reflexes somewhat blunted of both lower extremities. Not wearing brace today because she was in a hurry and forgot it. Taking 2-4 pain pills a day but states she is not having a significant amount of pain. On (B)(6) 2010- follow-up- doing well. Weaned narcotics to one tablet daily with tylenol. Some back pain as day goes on but no radiating pain. Some urinary urgency and frequency may need to check urine as she had a low grade bladder infection prior to surgery that was treated with IV antibiotics at time of surgery. X-ray reviewed- no significant change. On (B)(6) 2010- x-ray lumbar-no change compared to (B)(6) 2010. On (B)(6) 2010 x-ray lumbar-again no change. On (B)(6) 2010 follow-up- reports fell at home on the stair landing on her buttocks. Since has been having right side buttock pain, not associated with sciatic radiation. Has not been taking any over the counter or prescription medication for pain. X-ray reviewed- no change in position of instrumentation despite recent fall. Start physical therapy. Work release for (B)(6) 2010. On (B)(6) 2010- physical therapy evaluation handwritten . On (B)(6) 2010 physical therapy progress note handwritten- continue therapy. On (B)(6) 2010- x-ray lumbar-no change compared to (B)(6) 2010. On (B)(6) 2010- follow-up- 4months postoperative- continues to have left leg weakness and numbness and has been told by her physical therapist that this is getting worse. Has fallen another time since last visit. Back to work doing home care nursing. Denies significant pain. Exam- some difficulty getting up from seated position. Loss of sensation in left leg that does not follow any one particular dermatomal pattern. Reflexes are bilateral and symmetrically diminished in both legs. Strength testing shows some weakness especially in plantar and dorsiflexion. X-rays reviewed- no significant change. Obtain MRI. On (B)(6) 2010- MRI with and without contrast- new fusion and disc prosthesis at l4-l5 with some surrounding discogenic changes in the end plate marrow. There has been interval l4 laminectomy. Otherwise no change since prior. On (B)(6) 2010- upper endoscopy with biopsy- history of left upper quadrant pain chronic. Possible gastroparesis and short-segment barrett¿s. On (B)(6) 2010- colonoscopy- abdominal pain, constipation, history of b-12 dificiency. Normal results. On (B)(6) 2010- admission for suicide attempt with drug overdose -benzodiazepines and self-inflicted wounds to left forearm and left wrist area. On (B)(6) 2010- left wrist and forearm wound repair. On (B)(6) 2010- transfer to psychiatric unit- no records provided. On (B)(6) 2012 telephone log- stabbing pain low back. Ibuprofen and obtain imaging. On (B)(6) 2012- telephone log- needs xanax for MRI. On (B)(6) 2012- x-ray lumbar-no change from prior study compared to (B)(6) 2010. On (B)(6) 2010- MRI- stable postoperative changes. Slight increase of degenerative disc disease of the l3-l4 level. On (B)(6) 2012- follow-up - 2 years since last visit. Two weeks ago, woke up with severe back pain radiating down right buttock to the posterior aspects of the right leg. No numbness/tingling. Does not extend beyond knee. Denies left sided symptoms. Due to severity of pain started taking ibuprofen 660mg three times daily. Reports symptoms have significantly improved compared to a couple of weeks ago. Imaging reviewed: x-ray-lumbar-do not show any instability and showed stable fusion at l4-l5 and l5-s1 levels. Some narrowing of disc space especially posteriorly at the l3-l4 level. MRI- shows a facet cyst emanating into the soft tissues of the paravertebral muscle region along the right side at the l3-l4 level. Fluid signal is consistent with possible subacute hemorrhage, this does not project into the spinal canal and is not causing any significant spinal stenosis. Degenerative bulging disc at the l3-l4 level but this is not causing any major stenosis. Assessment- acute flare-up of low back pain with pseudoradicular extension into the right leg. Continue advil no surgery at this time. On (B)(6) 2012- evaluation of sore throat-exposed to strep throat. Exam is positive for parasthesis right lower extremity, back pain-lower, difficulty walking. On (B)(6) 2012- re-evaluation of low back pain, unable to work secondary to pain. Exam- parasthesia right lower extremity, back pain, difficulty walking. Referred to anesthesist pain clinic remainder is not legible.